Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 300 mg/dl to 500 mg/dl at the time of incident. The customer was assisted with troubleshooting fro high blood glucose level and auto mode. The customer was also reported that the insulin pump had no delivery alerts and sometimes the blood glucose values dropped to low values. The insulin pump will not be returned for analysis.